Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted visual inspection upon receipt found that the returned actual device had been fractured at approx. 75mm from the distal end of the device. The main body of the guide wire had a kink at approximately 75mm from the fracture end. The total length was measured. Distal piece: approximately 75mm, main body: approximately 725mm, in total: approximately 800mm, total length of the normal product of this product code is approximately 800mm. From this, it is most likely that there is no missing segment. Magnifying and electron microscopic inspections of the fracture ends revealed that: some creases had been generated around the fracture ends. This finding implies that the urethane outer layer was stretched out once when it got ripped and then shrank back., resulting in the generation of the creases. The core wire was exposed at the fracture ends. There was not any anomaly that could have been a trigger of the generation of the fracture, such as scratches, around the fracture ends. Magnifying and electron microscopic inspections of the surface of the kinked segment did not find any anomaly such as scratches. The outside diameter was measured on the undamaged segments and confirmed to meet the specifications. The urethane outer layer was removed/ dissolved for better inspection of the core wire. Electron microscopic inspection of the core wire revealed it had been bent toward the end with the surface of the fracture cross-section being in the rough state. The outside diameter was measured on the undamaged segments and confirmed to meet the specifications. Based on reproductive tests previously conducted, the guide wire may get fractured when it has been subjected to one of the forces described below and that the fracture cross-section presents some regular configurations depending on the force it has been subjected to. The sample was subjected to a pulling force in the state of being formed into a loop shape till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the distal end of the fracture had been curved with the surface of the fracture cross-section in the rough state. This state was found to be very similar to that of the actual device. The sample was subjected to repetitive 90-degree bending forces till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the generation of the dimple pattern on the flat fracture cross-section surface. The state was found to be different from that of the actual device. A product sample was subjected to repetitive one-way torque forces in the state of being curved till it got fractured. Subsequent electron microscopic inspection of the fracture revealed the generation of a radial pattern on the fracture cross-section surface. The state was found to be different from that of the actual device. The sample was subjected to a horizontal tensile force distal end till it got fractured. Subsequent electron microscopic inspection of the fracture revealed that the shaft had been diminished toward the end. This state was found to be different from that of the actual device. A review of the device history record and the product release decision control sheet from the involved product code/lot number combinations was conducted with no findings. The labeling does address the potential for such an event in the instruction-for-use (IFU). If any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported a fracture with the involved radiofocus guidewire m. The following information was provided: it became difficult to flush the catheter with UK cuff (nipro) placed in the right femoral vein as a dialytic shunt approximately four months ago. In an attempt to regain the patency of the lumen of the catheter, the user inserted the radiofocus guidewire m into the catheter and when he pulled back the radiofocus guidewire m was fractured at approximately 75mm from the distal end of the device. The fractured segment was removed from the catheter with a stylet. The patient was not harmed.